Manufacturer narrative:
The gas delivery system was returned to the manufacturer for failure investigation. The failure investigation technician found unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly creating a leak. The unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the o2 flow accuracy to fail. The watchdog test failed occurrence error code could not be duplicated.

Event description:
The manufacturer's international service technician reported a vent inop occurrence of "watchdog test failed" during preventive maintenance. There was no patient involvement.